Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient had a loss of therapy sometime in the last six months. It was also reported that they had had multiple falls in the last six months, but the patient could not completely correlate the falls with the therapy. Troubleshooting included meeting with a rep on the day of the call. The rep interrogated the ins and found that all impedances were greater then 4000 ohms. It was also noted that the ins battery was low. The rep believed that the impedance issue was related to ¿possible fracture from falls.¿ no follow up information received from the manufacturer¿s representative on oct. 4, 2019 clarified the ¿possible fracture from falls¿ allegation was that the patient reported a decrease in efficacy but could not directly correlate changes to a particular time frame or incident. The cause of the high impedances was not determined. As an action taken to resolve, the physician recommended to the patient that if they wanted to resume therapy, they would have to have the lead replaced at the same time as the ins is replaced. There were no further complications reported or anticipated.